Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use (IFU),states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation was determined not to contributed to the reported difficulties of suture detachment. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 5f sheath prior to deploying an excluder stentgraft for a patient with abdominal aortic aneurysm (aaa). Reportedly, there was one suture break in the rcfa and one suture break in the lcfa. The sutures of two proglides were successfully pre-placed in the rcfa and the sutures of a new proglide was successfully pre-placed in the lcfa. The sheaths were upsized to 18f and 14f respectively. The procedure was completed. Hemostasis was achieved with both rcfa and lcfa. In addition to manual compression being held on the lcfa. The physician commented that the suture breaks occurred possibly due to circumstances of the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.